Event description:
Pt has permanent memory loss affecting ability to function as before ect. Pt c/o loss of vocabulary, loss of memory, of much learned knowledge, inability to retain new information, inability to grasp new concepts, much memory loss of personal event prior to and after ect, and psychological effect of this barbaric treatment. Continued bouts of depression.